Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient stroke. It was reported that this was a mitraclip procedure to treat severe grade functional mitral regurgitation (mr). Two mitraclips were implanted through the right femoral vein access site on (B)(6) 2018 reducing mr grade to mild. The patient had acute lower extremity weakness on (B)(6) 2018. This progressed over 24 hours. Neurology was consulted and brain imaging was performed on (B)(6) 2018. Imaging found small bilateral hemispheric and left cerebellar infarcts. The patient can ambulate independently and was discharged to a skilled nursing facility on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stroke as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported patient effect of stroke appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.